Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the distal marker band became damaged. A left atrial appendage (laa) closure procedure was being performed. The 30mm watchman laa closure device (wds) was deployed; however, the closure device was fully recaptured and withdrawn from the patient as it did not meet release criteria. When flushing the wds, it was noticed the distal marker band was in the correct position, but half of it was flattened. One of the tri-cut folds was folded inside the tip, the other two were fine. They tried to fix it with a needle but the resistance continued to exist. The procedure was completed with another 30mm wds. No patient complications were reported and the patient's status is stable

Manufacturer narrative:
Examination of the returned complaint device revealed that there was blood on the device when received. The implant was deployed and connected to the core wire as received. The implant measurement was consistent with the reported information. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The tip and markerband of the wds were damaged (flattened). The inner shaft was damaged from the anchors of the implant during recapture. Anchor damage was found on the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the distal marker band became damaged. A left atrial appendage (laa) closure procedure was being performed. The 30mm watchman ® laa closure device (wds) was deployed; however, the closure device was fully recaptured and withdrawn from the patient as it did not meet release criteria. When flushing the wds, it was noticed the distal marker band was in the correct position, but half of it was flattened. One of the tri-cut folds was folded inside the tip, the other two were fine. They tried to fix it with a needle but the resistance continued to exist. The procedure was completed with another 30mm wds. No patient complications were reported and the patient's status is stable.